Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer was hospitalized and treated for hyperglycemia. He alleges that part of the reason his readings were high was because the pump is not delivering correctly. A request was made for the return of the device.